Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited increasing/high impedance, high thresholds and a possible fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.